Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). It was reported that an eos/eol (end of service/end of life) message was seen 4 weeks post implant. It was stated that no falls or trauma were reported. It was reported that low out of range impedance value (<(><<)>50 ohms) was recorded on electrode 13 which was used in programming. It was noted that a warranty sheet was requested by the caller. Additional information received reported that the patient saw the eos yesterday and the caller was notified today. It was stated that a longevity calculation was performed based on 3.7 v, 450us, 60 hz with 7 electrodes programmed. It was stated that group impedance=xxx on the 8840 (clinician programmer). It was reported that electrode impedance showed a short on 13-15 (<(><<)>50 ohms) which was programmed as part of therapy. It was reported that the ins was at 2.790 today. It was stated that other pairs were normal (below 1000 ohms) per caller. It was stated that the estimated longevity using 700 ohms would be about 24 months. Additional information received reported that no interventions were planned at the time of this report. It was stated that additional information would be provided as it became available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the battery was not saved by the manufacturer¿s representative. It was stated that the patient was seen and they were doing well and all impedances looked good.